Event description:
It was reported the device reached elective replacement indicator (eri) in less than 4 years. The device was explanted and replaced. It was also reported the right atrial (ra) lead was dislodged and not functioning appropriately. The ra lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID p1501dr implantable pulse generator (ipg), implanted: (B)(4) 2009; product ID 5092-58 implantable pacing lead, implanted: (B)(6) 2009. (B)(4).